Manufacturer narrative:
Correction: this report is to retract 2017865-2025-13959 submitted on 12 feb 2025. This report was erroneously submitted.

Event description:
It was reported a insertable cardiac monitor (icm) presented with failure to interrogate. The device was not used and there was no patient involvement.